Event description:
It was reported that the stent was partially deployed, and upon pulling the system the stent fully deployed albeit stretched. Three 6mm x 120mm, 130cm eluvia drug-eluting vascular stent systems were selected for use in a stenting procedure in the superficial femoral artery. The target lesion was 99% stenosed with moderate tortuosity and calcification. Pre-dilatation was performed appropriately, and a 14 guidewire was placed using contralateral approach. Two eluvia stents were placed through the proximal lesion, and during deployment in the distal lesion the thumbwheel stopped moving at the middle of the stent and could not be deployed. The pull grip was then pulled, but not all of the stent was able to deploy. The entire system was then pulled, and the stent was fully deployed albeit stretched. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia drug-eluding vascular stent system with a 0.035 inch hydrophilic guidewire stuck inside and handle opened. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual inspection revealed the proximal inner appears to have prolapsed and the guidewire was not visible at the prolapse section. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed damage that would have contributed to the reported allegations from the field.

Event description:
It was reported that the stent was partially deployed, and upon pulling the system the stent fully deployed albeit stretched. Three 6mm x 120mm, 130cm eluvia drug-eluting vascular stent systems were selected for use in a stenting procedure in the superficial femoral artery. The target lesion was 99% stenosed with moderate tortuosity and calcification. Pre-dilatation was performed appropriately, and a 14 guidewire was placed using contralateral approach. Two eluvia stents were placed through the proximal lesion, and during deployment in the distal lesion the thumbwheel stopped moving at the middle of the stent and could not be deployed. The pull grip was then pulled, but not all of the stent was able to deploy. The entire system was then pulled, and the stent was fully deployed albeit stretched. No patient complications were reported.